Event description:
It was reported that the customer was hospitalized for dka. Prior to the event. The cusstomer did not know how to use manual injections. The family member stated that the customer had hbgs and the cannulas were bent. It was noted that the md believes that the pump was not functioning properly. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the testing. It was indicated that the pump is operating as designed and does not need to be replaced. The contact was educated on the two hbg rule.